Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced extreme tiredness, sleepiness, incoherence, and had a blank stare even though his cgm displayed 86 mg/dl. His wife consulted the dialysis nurse who instructed her check the bg. The bg was less than 40 mg/dl and the nurse advised the spouse to bring the patient to the hospital. Upon arrival to the hospital, the bg was 53 mg/dl while the cgm egv was 120 mg/dl. The patient was provided orange juice to increase his bg and additional blood testing was performed. He was observed in the emergency department (ed) for 8 hours, until his bg was over 90 mg/dl, and released home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.